Event description:
Hamilton t1 stopped working with no ventilation to patient and displayed multiple error codes as well as a fan failure warning. On screen buttons inop, power button inop. Device emitted loud warning alarm. A hard reset was attempted by unplugging device and removing both batteries, but alarm persisted for several more minutes. Device appeared to restart normally but was taken out of service. Initially thought to be button bounce, a technical problem with ventilator known by manufacture and a bulletin provided to team. However, button bounce is noted at startup.